Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on september 8, 2020 that a flexiva 200 laser fiber was inspected for a procedure on (B)(6) 2020. According to the complainant, it was noted that there was a hair inside the product package prior to the procedure. The hair was visible from outside the product packaging. The product was not used in a procedure. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block a4: patient's weight was reported to be 93.5 kg. Block h6: problem code 2969 captures the reportable event of device contamination during manufacturer or shipping. Block h10: the returned flexiva 200 laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The fiber measured 314.6 cm from the end of the connector to the end of the exposed glass tip. The exposed glass tip measured 4 mm and appeared unused. The original packaging of the device was not returned. However, review of the photograph attached to the complaint confirmed the reported issue. Light from the sma connector was bright and clear. No other issues with the device were noted. The reported event was confirmed. The analysis of the received photograph from the complainant confirmed the report of a foreign material inside the device packaging. The device was returned in good condition without the original packaging. However, the provided photograph confirms that packaging was sealed, and foreign material was inside the packaging. Based on the of the product analysis, it is likely the foreign material was not observed during final inspection of the device, prior to release. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation on september 8, 2020 that a flexiva 200 laser fiber was inspected for a procedure on (B)(6) 2020. According to the complainant, it was noted that there was a hair inside the product package prior to the procedure. The hair was visible from outside the product packaging. The product was not used in a procedure. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. **additional information received on october 08, 2020** it was reported to boston scientific corporation on september 8, 2020 that a flexiva 200 laser fiber was inspected for a ureteroscopy with laser lithotripsy procedure in the ureter on (B)(6) 2020. According to the complainant, during unpacking, it was noted that there was a hair inside the product package. The hair was visible from outside the product packaging, with the package still sealed. It was seen immediately before the device was touched by anyone or removed from the package. The procedure was completed with another flexiva 200 laser fiber.

Manufacturer narrative:
Block a4: patient's weight was reported to be 93.5 kg block h2: additional information: block a1, a2, a3, a4, b5, e1, e3, and h6 (patient code) block h6: problem code 2969 captures the reportable event of device contamination during manufacturer or shipping. Block h10: the device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2020 that a flexiva 200 laser fiber was inspected for a procedure on (B)(6) 2020. According to the complainant, it was noted that there was a hair inside the product package prior to the procedure. The hair was visible from outside the product packaging. The product was not used in a procedure. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. **additional information received on (B)(6) 2020** it was reported to boston scientific corporation on (B)(6), 2020 that a flexiva 200 laser fiber was inspected for a ureteroscopy with laser lithotripsy procedure in the ureter on (B)(6) 2020. According to the complainant, during unpacking, it was noted that there was a hair inside the product package. The hair was visible from outside the product packaging, with the package still sealed. It was seen immediately before the device was touched by anyone or removed from the package. The procedure was completed with another flexiva 200 laser fiber.